Manufacturer narrative:
This report is submitted on december 20, 2023.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was placed under general anesthesia on november 27, 2023, and underwent revision surgery to remove the excess skin and the abutment.